Event description:
Reported as "iab rupture". It was reported that the "nurse described the patient tried to help move over from the stretcher to the bed and gross red blood immediately came back in the tubing and the pump alarmed large helium leak. The iab was removed and replaced. The patient remained stable, they went back to the ccl and a new iab was inserted". Further information states that the second catheter was inserted at a different insertion site. Patient status reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "iab rupture". It was reported that the "nurse described the patient tried to help move over from the stretcher to the bed and gross red blood immediately came back in the tubing and the pump alarmed large helium leak. The iab was removed and replaced. The patient remained stable, they went back to the ccl and a new iab was inserted". Further information states that the second catheter was inserted at a different insertion site. Patient status reported as "fine".